Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the skin. On (B)(6) 2026, it was reported that the patient was hospitalized while being in an active sensor session. The patient could not remember how the event started, but the day of the event the patient experienced loss of consciousness. No symptoms were felt prior to this. When the patient regained consciousness, they were already at the hospital. The patient was informed they experienced diabetic ketoacidosis. When a measurement was taken, the blood glucose reading was 1200 mg/dl. It was unknown what the cgm device was displaying at that time, nor what it was displaying at the time of symptoms. No information regarding treatment was reported. The patient was admitted into the ICU for 2 days, after which they were transferred to a different department. The patient was discharged after 7 days. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. The sensor was inserted into the skin. On 03/06/2026, it was reported that the patient was hospitalized while being in an active sensor session. The patient could not remember how the event started, but the day of the event the patient experienced loss of consciousness. No symptoms were felt prior to this. When the patient regained consciousness, they were already at the hospital. The patient was informed they experienced diabetic ketoacidosis. When a measurement was taken, the blood glucose reading was 1200 mg/dl. It was unknown what the cgm device was displaying at that time, nor what it was displaying at the time of symptoms. No information regarding treatment was reported. The patient was admitted into the ICU for 2 days, after which they were transferred to a different department. The patient was discharged after 7 days. At the time of the report the patient was stable. No other details were documented. Data investigation could not confirm the allegation. App data was provided for investigation. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.